Event description:
A report that the patient's precision system was explanted was received. The hospital believes that the patient was explanted due to lead migration and lack of stimulation in the desired pain areas.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.